Event description:
The initial reporter advised shiley of the pt's death following an alleged failure of the pt's shiley aortic valve. The initial reporter indicated that the cause of death was listed on the death certificate as "prosthetic aortic valve failure".